Event description:
Customer called reporting a hospitalization due to high blood glucose levels. Customer had a blood glucose level of 367 mg/dl. When he tried to bolus, the device gave a motor error and he cleared it. Afterwards, customer was vomiting and had a blood glucose level of 567 mg/dl. The device gave another motor error when he tried to bolus. Customer rewound and primed again, but his blood glucose would not lower. Customer then went to the hospital. Customer also had a heart attack and was treated with a stent. During trouble shooting, customer stated the device was not exposed to a strong magnetic field. He was able to rewind the device. The device passed the displacement test. Customer stated the device has scratches. Customer stated he has been using the insulin pump since the hospital and has been doing very well. Nothing further was reported.

Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube lip and a scratched keypad overlay.